Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It had been noticed in cssd that the plastic handle has cracked.

Manufacturer narrative:
The device associated with this report was not returned for evaluation. A complaint database search on the provided product code identified similar reports for handle damage. Previous investigations regarding cracking of the handle finds the t-handles are cracking due to environmental stress cracking. This is due to the combination of normal loading or usage of the instrument and exposure to chemicals they are not intended to be (non-compliant to cleaning guidelines) leading to weakening of the material over time. Based on the determination of environmental stress cracking as the root cause, no further corrective action is being pursued at this time. Continue to monitor complaints under post market surveillance sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It had been noticed in cssd that the instrument was damaged ie the plastic handle has cracked. Discarded = no return to manufacturer unless local engineering assessment indicates return is required. This case is not being reported by the customer, but jjm employee. All available information has been provided as part of this report; no further information will be forthcoming.